Event description:
Pt disturbed implant before it completely integrated.

Manufacturer narrative:
Also the pt has slight swelling of soft tissue. Review of dhrs for the product purchased by facility didn't show any defects associated with those lot. Failure to osseointegrate is a well-know inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.